Manufacturer narrative:
At this time, no further information is available and attempts to obtain additional information have been unsuccessful. If additional information should become available, this event will be reopened and updated accordingly.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was being interrogated, and would only complete half the interrogation. It was noted that this was the first time this has occurred in this clinic. Technical services (ts) discussed troubleshooting options. To date, there have been no reported adverse patient effects related to this clinical observation.